Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Infusion pump at 100 ml/h was used for irrigation of the sheath. It has been mentioned that after the faradrive sheath was inserted into the left atrium, the farawave catheter was inserted around the point where it crossed through the sheath handle and air removal was performed. However, air continued to be aspirated despite multiple attempts. Air was noted at the three-way stop cock assembly of the sheath. No fluid leak nor air in patient was seen. The sheath was replaced, and the procedure was completed successfully with another device. No patient complications have been reported. The product is not expected to be returned as it was discarded.